Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found that: no image was displayed, and the screen remained black. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that no image was displayed, and the screen remained black. There were no reports of patient involvement.